Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : DHR review: product code 150600005, work order (B)(4) was manufactured on 07 oct 2013. (B)(4) parts were manufactured per specification and all raw materials met specification. Scrap: there was no scrap associated with work order (B)(4). Reprocessing: there was no material reprocessing reports (mrr) associated with work order (B)(4). Non-conformance: there were no non-conformances associated with work order (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the tibial component at the cement to implant interface. It was reported that knee has been bothering patient for some time. Surgeon removed the parts listed below and replaced with attune knee revision system. Depuy cement was used. No surgical delay. Doi: (B)(6) 2014, dor: (B)(6) 2021, left knee.